Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
My tampon, when changing leaves behind parts of the cotton- vagina [foreign body in reproductive tract] . Leaves behind parts of the cotton- tampon [device breakage] . My tampons when changing it as soon as I pull it out leaves behind parts of the cotton [complication of device removal] . Case narrative: consumer reported via e-mail that part of the tampon is left behind during removal. No serious injury reported.